Event description:
No additional information.

Manufacturer narrative:
It was reported solution was getting past the plunger. As a sample was not returned, a thorough sample evaluation could not be performed. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 309605, lot 3312339. All visual inspection were performed per requirements, and there were no quality notifications related to the reported defect. Batch 3312339 was inspected, accepted based on meeting our inspection control plan and was subsequently approved for shipment. To date, there have been no other similar events reported for this lot. Further action has not been determined necessary at this time. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309605 batch#: 3312339 it was reported that the bd luer-lok had leakage past the stopper. The following information was provided by the initial reporter: "we had a finding on a recent FDA inspection and hoping to see if you¿ve had any similar reports sent your way. The finding was that there was liquid/solution which was getting past the plunger. The finding was specific to the 10ml syringes (bulk sterile convenience pack), but we¿ve seen it since in other sizes." Additional information provided: 1. No adverse events nor serious injuries 2. There are samples still available for our site to send back. Please send to: integradose attn (B)(6).